Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Additionally, it was reported that the 3.0x12mm nc trek balloon dilatation catheter (bdc) was advanced to the lesion against resistance. It should be noted coronary dilatation catheters (cdc), nc trek rx, (B)(4), instructions for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat an eccentric, de novo lesion in the 90% stenosed, heavily calcified, mildly tortuous, proximal left anterior descending coronary artery. The lesion was pre-dilated with a non-abbott balloon dilatation catheter (bdc) and then a 3.0x12mm nc trek bdc was advanced to the lesion against resistance. The bdc ruptured at 16 atmospheres. Resistance was experienced during removal of the bdc. A new non-abbott bdc was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.